Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error code 41786. Functional testing was performed and the reported issue was confirmed. The cause was found to be the coin battery needed to be charged. The unit was charged to correct the issue.

Event description:
It was reported that the device had error code 41786. There was no patient involvement.

Manufacturer narrative:
B3: february is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.